Event description:
Iridex became aware of a patient experiencing burn marks during treatment with a cyclo g6 laser system in combination with a g-probe delivery device. Engineering failure analysis was performed and the presence of contamination could not be identified on the probe tip. The exact root cause is unknown. However; per the IFU, 'scleral burns are not typical and may indicate contamination at the device tip. The IFU also instructs the user to discontinue use and replace the device immediately if a scleral burn occurs. The fact that multiple burns were reported suggests that the device tip became contaminated with tissue or blood during use and that the contamination was'nt observed and the treatment was continued. The g-probe IFU provides instructions for maintaining cleanliness of the device tip and related cautions on page 1' keep the device tip clean to minimize the risk of burns to the ocular surface. If the tip accumulates debris or "charring" during the procedure, clean it gently with an alcohol swab.if the "charring" or discoloration on the tip cannot be removed by gentle cleaning, discard the device. The IFU also contains a warning regarding potential harm that may result from use of a device with contamination on the fiber optic tip and activating the laser in areas with prelimbal conjunctival pigmentation. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns. Therefore; avoid areas of heavy perilimbal pigmentation. Iridex will continue to follow-up with the facility for additional information and patient follow up.

Event description:
Follow up report: part a is not filled out because patient identifier details (part a) were not provide to iridex. This report has been created to make corrections to the previous report. The changes include: 1) report c: is this a combination product - no. 2) report d: updates to section d8, d9. 3) part h: update to include that this a correction report. 4) part d: update the lot number information. The lot number was filled out in the section for serial number. Updated this section with the UDI number. 5) part e: updates to the initial reporter section with infromation regarding the complainant. 6) part h4: updates to date of manufacture. This infromation was not submitted previously. The following text were provided in the initial report: iridex became aware of a patient experiencing burn marks during treatment with a cyclo g6 laser system in combination with a g-probe delivery device. Engineering failure analysis was performed and the presence of contamination could not be identified on the probe tip. The exact root cause is unknown. However, per the IFU, 'scleral burns are not typical and may indicate contamination at the device tip.the IFU also instructs the user to discontinue use and replace the device immediately if a scleral burn occurs. The fact that multiple burns were reported suggests that the device tip became contaminated with tissue or blood during use and that the contamination was'nt observed and the treatment was continued. The g-probe IFU provides instructions for maintaining cleanliness of the device tip and related cautions on page 1' keep the device tip clean to minimize the risk of burns to the ocular surface. If the tip accumulates debris or "charring"during the procedure, clean it gently with an alcohol swab.if the "charring" or discoloration on the tip cannot be removed by gentle cleaning, discard the device. The IFU also contains a warning regarding potential harm that may result from use of a device with contamination on the fiber optic tip and activating the laser in areas with prelimbal conjunctival pigmentation. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation. Iridex will continue to follow-up with the facility for additional information and patient follow up.